Event description:
Patient was revised to address pain and metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 9/14/15- pfs and medical records were received. After review of medical records for MDR reportability, the revision operative note indicated metallosis, dislocation, tissue staining, high levels of cobalt and chromium. Labs were provided for the alleged high metal ions dated (B)(6) 2014 with serum cobalt 12.6mcg/l (ref 0.1-0.4mcg/l) and serum chromium 10.7mcg/l (ref <1.5mcg/l). A pre-operative radiology report indicated possible osteolysis or metallosis. No osteolysis was indicated during the revision operative note. Part / lot updated. The complaint was updated on october 9, 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided insert product/lot code combination. No other reports found against the femoral head. Per procedure, these product codes are exempt from device history record review. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.